Event description:
(B)(4).

Manufacturer narrative:
A maquet field service technician inspected the accessory and found it had been damaged. The device was removed from service and a new unit provided to the customer. The damage device is being returned for evaluation. Additional information will be provided in a follow-up report. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. (B)(4).